Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test, 8.3%. Found during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Visual evaluation found worn downstream occlusion and upstream occlusion seals. Service history review identified the device has not been serviced within the review period. Accuracy tests confirmed complaint of failed accuracy 8.3%. The cause was due to the expulsor. The expulsor was replaced to correct the reported issue. The device passed all functional tests after the repair.